Event description:
Per the info provided to the co the physician's office, the device was removed due to "failure to inflate and deflate." As reported to the co, the entire device was removed and replaced another model device, produced by the same MFR.